Manufacturer narrative:
Suspect device changed to 8110 sn (B)(6). The syringe module (B)(6) was received with instrument intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. Drive head up/down vertical movement was observed to move freely after opening the gripper control. The gripper control opened and returned to close position as intended. Barrel clamp assembly was functioning as intended. All parts inspected are manufactured by bd. Log analysis results: the pcu event log showed four devices were attached to the pcu at the time of the reported event. Syringe module s/n (B)(6) was in standby and was programmed to infuse a basic infusion at 12ml/hr with a vtbi of 1ml at 7:53 am on (B)(6) 2021 (programmed with a delay for 5 minutes). Syringe module s/n (B)(6)1 (source) was idle. Syringe module s/n (B)(6) in use and infusing an unspecified medication at a rate of 0.59ml/hr with a vtbi of 7.2ml (programming performed prior to the start of the received event log). Syringe module s/n (B)(6) was in use and infusing tpn < 1kg (drugid 149) at a rate of 1.3ml/hr with a vtbi of 15.6ml (initially programmed at 4:17 pm on (B)(6) 2021). At 7:54 am on (B)(6) 2021, syringe module s/n (B)(6) was selected and an unspecified syringe was selected. The user programmed an infusion of ampicillin (drugid 19) with parameters that made the rate 9.96ml/hr and the vtbi 0.83ml. The user then selected options and then prime set with syringe. The user selected softkey 11 (prime) to start the priming process. Five seconds later, the device alarmed for check syringe. The next entry in the pcu event log was for a power on event at 7:55 am. Error log(s): a review of the device error logs found no errors during the time of the reported event. Testing of the returned source syringe module (sm s/n (B)(6)) consisted of first replicating the error by following the programming keystrokes observed during review of the pcu event log. The error was replicated as expected. Alaris system maintenance software was used to test the returned syringe module for functionality (barrel clamp accuracy, plunger position accuracy and plunger force accuracy. The returned syringe module passed all tests. Last, the returned syringe module was programmed to infuse a test infusion using the parameters observed in the pcu event log and with the customer¿s returned pcu but without using the pcu to prime the syringe module (ampicillin (drugid 19) at a rate of 9.96ml/hr with a vtbi of 0.83m). The infusion completed without any errors or any other issues. Test methods: n/a device history review: a review of the device history record showed the device had a manufacture date of 09 august 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for syringe module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pcu s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the reported communication error and system shutdown was identified as due to a software anomaly. The report of a communication error and system shutdown was confirmed in the pcu event log. The error is a known software issue that is triggered when the syringe module claws are opened while using the pcu to prime the syringe tubing. The pcu event log shows that at 7:54 am on (B)(6) 2021, syringe module s/n (B)(6) was selected and an unspecified syringe was selected. The user then programmed an infusion of ampicillin (drugid 19) with parameters that made the rate 9.96ml/hr and the vtbi 0.83ml. The user then selected options and then prime set with syringe. The user selected softkey 11 (prime) to start the priming process. Five seconds later, the device alarmed for check syringe (which indicates that the syringe claws were opened while the device was priming). The next entry in the pcu event log was for a power on event at 7:55 am. A review of the device error logs found no errors during the time of the reported event. The device was being used for treatment.

Event description:
It was reported that when priming a syringe module, all the modules that were infusing tpn, lipids shut down and had a system communication error. The customer confirmed that there was no patient harm reported however critical infusions were stopped and had to be reprogrammed delaying therapy with no additional interventions required. The event occurred in the neonatal ICU. Clinical engineering tried reproducing the problem as experienced by clinical staff: ¿opening syringe clamp and lever during priming makes pc unit alarm and system communication error appeared on all channels. To turn off the audible alarm, the ¿system on¿ button has to be pressed and when the units are turned on again, all the settings are gone¿.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that when priming a syringe module, all the modules that were infusing tpn, lipids shut down and had a system communication error. The customer confirmed that there was no patient harm reported however critical infusions were stopped and had to be reprogrammed delaying therapy with no additional interventions required. The event occurred in the neonatal ICU. Clinical engineering tried reproducing the problem as experienced by clinical staff: ¿opening syringe clamp and lever during priming makes pc unit alarm and system communication error appeared on all channels. To turn off the audible alarm, the ¿system on¿ button has to be pressed and when the units are turned on again, all the settings are gone¿.